Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states that the chair intermittantly cuts off when he goes over a bump.